Manufacturer narrative:
Product complaint #: (B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results.

Manufacturer narrative:
(B)(4). The device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6). Made aware - 13/8/19. Present in theatre - yes. Delay in procedure - approx 2-3min. Impact to patient - none. Product code ¿ 279712600. Lot no ¿ gm4441202. Am I in possession - awaiting sterilisation, will send once in receipt. What happened - point of torque wrench shaft was spinning in set screw head and failing to torque out, so we had to change to a new instrument. Evidence of wear at hex point of shaft tip. Removed from set and sent to cssd for processing and return to company. Revision procedure ¿ no. Surgeon name ¿ mr (B)(6). Surgeon email ¿ (B)(6). Please note; no further information will be provided in relation to this request. Concomitant device reported: unknown set screws (part#: unknown, lot#: unknown, quantity: unknown). This complaint involves one (1) device.

Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4).